Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure sets was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. Patient weight unknown. According to the complainant the patient awoke from the anesthesia during the ablation and moved causing a 10cc fluid loss alarm. The procedure was aborted and the patient cool down process was initiated. The clinician reported the patient received a 2nd degree burn of the posterior vagina. The burn was approximately 3cm. It is unknown if the burn was noticed the day the procedure was performed. The patient was treated with topical lidocaine, silvadene, and bacitracin.